Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking out of the center of the device. The device was leaking whether there was any instrument in there or not. The case was completed with the device. There was no patient consequence. The device was discarded.

Event description:
It was reported that the obturator "shears" when placing it in the ava after removing the catheter. This is not the obturator that comes with the kit but the hospital orders additional longer obturators for these occasions. As stated by customer, the obturator that comes in the kit is usually lost/misplaced. There were no patient complications, the catheter is removed and a new one was not replaced, patient was doing fine.

Manufacturer narrative:
Customer report was confirmed. The ava was returned with a obturator broken off inside the valve housing. Examination found damage to the threads of the valve housing, indicating possible over tighting of the obturator during placement. This event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution.